Event description:
A physician reported that patient had (sands of sahara) diffuse lamellar keratitis in the right eye after lasik surgery. There are multiple related reports for this event. This report addresses the unknown patient right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The field service engineer confirmed that the laser check was positive. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows that the user performed three energy checks and performed twenty four treatments throughout the entire day. The energy was stable during this period. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about six minutes and nine seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The treatment report shows the accumulation of fluid under the patient interface. However, this does not indicate a root cause for the reported issue. The local field service engineer reported that some steps were taken together with the customer which led to some changes to the sterilization process and use of disposable sets and energy values. The issue has not re-occurred since then. No sample was expected to be returned to manufacturer for evaluation. The investigation is completed based on the assessment of the provided data. No technical root cause was identified based on the provided information as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).